Event description:
The customer reported before going to bed, his blood glucose was reading 410 mg/dl so he gave himself a correctional bolus (exact dosage was not provided) of insulin. The next morning he work up to the pod alarming and his bg was measuring "high" (>500 mg/dl).

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed and the product lot met all acceptance criteria.